Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day), unknown morphine drug (n/a mg/ml at n/a mg/day), and clonidine (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a refill on friday and since then they have been hearing an alarm. The patient representative stated that they checked the handset, and it was showing low reservoir. The agent reviewed alarms and updating the pump. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The rep mentioned the handset was still very slow to connect to the pump when they use it.